Event description:
It was reported that during a prostate procedure, a decrease in tissue vaporization efficiency was noticed at 171,768 joules. The case was completed using a second fiber w/o further issue. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Upon verification of the fiber card, the procedure date was found to be (B)(6) 2012, as opposed to the reported procedure date of (B)(6) 2012. The fiber condition would likely result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The fiber/cap condition may also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.